Event description:
A pt being treated with the model 3100a was placed on conventional ventilation for weaning. It was decided to place the pt back on the 3100a, but the operator could not get the 3100a's oscillator to restart. The pt remained on a conventional ventilator until another 3100a became available. There was no mention of any compromise to the pt.